Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple, intermittent temperature alarms occurred while charging the pump battery. Pump was not exposed to extreme temperatures. Customer's blood glucose was within range (value not provided). Customer reverted to using another pump for insulin therapy.